Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused perforation, tilt of filter, thrombus, a calcific and linear vertical density within the medical aspect of the ivc filter likely representing chronic calcified thrombus. The patient reported becoming aware of the events approximately ten years post implant. The patient also reported ¿coding twice¿ approximately five years post implant, collapsed lungs, severe blood clots travelling to both arms and lungs, erectile dysfunction, pain, confusion, depression and trouble breathing. According to the medical records the indication for the filter implant was a recent history of deep vein thrombosis, and despite achieving therapeutic anticoagulation developed an acute pulmonary embolism. The filter was placed via the right lower extremity and deployed 3 to 4 cm below the level of the renal vein entry. A final hand injection was done to confirm placement. The sheath was then removed, and manual pressure was held for hemostasis. Approximately five years post implant a computed tomography (CT)scan of the abdomen and pelvis was performed. Reformatted coronal and sagittal images were submitted for independent review approximately four years and ten months after the scan was performed. The initial review of the scan was not provided. The results noted that the filter is tilted and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two anterior struts and one lateral strut up to 4mm and resides within the soft tissue (anterior and lateral), and one anterior strut contacts the bowel. One medial strut perforates 5mm and contacts a lymph node. Two posterior struts perforate 5mm and 6mm and reside within the soft tissues. No hemorrhage was seen. There is thrombus seen along the lateral and posteriorly aspect of the ivc filter. There is a calcific and linear vertical density within the medial aspect of the ivc filter likely representing chronic calcified thrombus. No fracture fragments are identified. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, occlusive thrombus of the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events is unknown. Without images available for review the reported events could not be confirmed or further clarified. With the limited information provided and due to the nature of the complaint the reported ¿coded twice¿, collapsed lung, erectile dysfunction, dyspnea, and anxiety could not be further clarified nor a cause determined. These events do not represent a device malfunction and may be related to underlying patient specific issues, given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Aware date: 10/12/2021. Additional information was received for this legal file and the lot and product number along with the patients date of birth was made available: product number: (B)(6). Lot: 16385970. Dob: (B)(6) 1980. The following additional information received per the medical records indicate that the patient was diagnosed with left lower extremity deep venous thrombosis a couple of weeks ago. The patient achieved therapeutic anticoagulation. At home, the patient had sudden onset of dyspnea and had diagnosis of acute pulmonary embolism despite the fact that his inr was over 3. The patient was placed with the optese filter. A venous ultrasound was done showing partial resolution of the dvt in the left lower extremity, no venous thrombosis in the right side. Informed consent was obtained for the procedure. The patient was made aware of the risk including bleeding, infection, kidney insufficiency, filter migration, prominence of the filter placement, imponderables. The patient had been npo and lovenox was held for at least 12 hours prior to the procedure. Venous access was obtained in the right lower extremity after conscious sedation with valium and morphine. Local anesthetic was also applied. The sheath was introduced and without difficulty advanced to the upper mid inferior vena cava. Ivc angiography was then performed with a 40 ml injection which revealed the location of the renal veins. The filter was then deployed three to four an inferior to the renal vein entry. The filter appeared to be fully expanded and was well clear of the iliac vein bifurcation. A final hand injection was done to confirm placement. The sheath was then removed, and manual pressure was held for hemostasis. Successful inferior vena cava filter placement was noted after inferior vena cava venography. Approximately five years after the procedure an axial computed tomography (CT) abdomen and pelvis with coronal and sagittal reformatted images was performed on the patient. The results revealed that the superior end of the cordis optease permanent ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly at the superior end, and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end, and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. One (1) anterior strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) anterior strut perforates the ivc wall 4mm and contacts the bowel. One (1) medial strut perforates the ivc wall 5mm and contacts a lymph node. Two (2) posterior struts perforate the ivc wall 5mm and 6mm and reside within the soft tissues. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues. No hemorrhage was seen. There is thrombus seen along the lateral and posteriorly aspect of the ivc filter. There is a calcific and linear vertical density within the medial aspect of the ivc filter likely representing chronic calcified thrombus. No fracture fragments are identified. According to the information received in the patient profile from (ppf), the patient experienced perforation of the filter strut(s) outside the ivc and into organs, filter tilt, and there is thrombus seen along the lateral and posteriorly aspect of the ivc filter. There is a calcific and linear vertical density within the medical aspect of the ivc filter likely representing chronic calcified thrombus. Furth more, the patient also coded twice in 2016, and experienced lungs collapsed, severe blood clots traveling to the arm and lungs. Both arms with blood clots radiating from the neck to the arms and hands. Erectile dysfunction causing lack of sec drive, stress, pain which is nonstop every day, confusion and trouble breathing. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation and thrombosis in device. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, perforation and thrombosis in device¿ could not be confirmed as the device was not returned. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. It is unknown if the tilt contributed to the reported perforation. Thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to physical and emotional damages from perforation, tilt of filter, thrombus, a calcific and linear vertical density within the medical aspect of the ivc filter likely representing chronic calcified thrombus, and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages.